Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. At the time of the index procedure, the patient was treated with a 2.5x12mm promus and a 3.0x28mm taxus liberte stent. 2 days later, the patient experienced a myocardial infarction. Additional information has been requested but is not available.

Event description:
It was further reported that at the time of the index procedure, the taxus liberte was implanted in the 99% stenosed first obtuse marginal. It was previously reported that the promus and taxus liberte were implanted during the same procedure. It is now reported that two days later, the same day as the reported event, the patient was brought back into the cardiac cath lab and had a promus stent implanted in the 85% stenosed right coronary artery. The patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).